Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery. The 2.25x12mm xience xpedition stent delivery system was being positioned for deployment when the stent was dislodged from the balloon. The stent could not be retrieved; therefore, the stent had to be deployed with another balloon partially in the target lesion and partially in healthy tissue. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pros is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
Correction: the dislodged stent was a 2.25x12mm xience pros, not xience xpedition as initially reported.